Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. As of 26-sep-2022, a review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. See attached email. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient required hospitalization. The patient was discharged 2 days after the procedure. Although the physician indicated that he does not believe an ion product caused or contributed to the pneumothorax, the cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient had shortness of breath (sob). The target nodule was 1.2 cm in the left upper lobe, inferior lingular segment. A chest x ray was performed and confirmed a small pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for 2 days. The physician indicated that he does not believe an ion device cause or contributed to the pneumothorax. The physician also indicated that he believes the pneumothorax would have occurred via another modality. A follow up chest x ray showed that the pneumothorax did not increase in size and resolved over time. The patient was subsequently discharged home.